Manufacturer narrative:
E1: facility name: (B)(6) hospital. E1: facility address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during setup for an unknown therapeutic procedure that the dimming off the subject device was ineffective. There were no reports of patient harm.

Event description:
Additional information received from customer: image gradually became darker.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11 corrected fields: e3 the device was returned to olympus for inspection and the reported failure dimming was not functioning and dark images was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: overall lightning was weak, chipped in the light guide (fiber) bundle of distal end and component failure of the light guide. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: chipped in the light guide (fiber) bundle of distal end was caused by a component failure of the light guide. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.